Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. During the procedure it was found that the reservoir was empty and the pump would stay flat when trying to cycle. The location of the fluid loss source could not be identified. There were no patient complications and after the surgery the result was good.